Event description:
On (B)(6) 2013 the reporter contacted animas to report that in (B)(6) 2013 the patient was hospitalized in dka while using the reported pump. The patient refused to provide any further information about her hospitalization, status, or pump settings/programming. No troubleshooting could be done at the time of the call. No details were provided about the patient¿s hospitalization. However, as the patient allegedly was hospitalized in dka while using the reported pump, this complaint is being reported.